Event description:
Infection post-injection. Pt received injection. Several days after injection, arm became swollen red and painful. Did require intervention from personal care provider and antibiotics. On the same day, another pt the same issue - with same medication, same lot number, also same syringe lot/ out of the same sleeve.